Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device manufacturer date: monitor: 03/20/2012. Electrode belt: 05/09/2013.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019 at approximately 1:00 am, while wearing the lifevest. The patient was brought to the hospital prior to passing. It was reported that resuscitation efforts were performed and that the patient's passing was cardiac related. It was also reported that the device was no alarming. Per clinical review of the available ECG data, the patient was in sinus rhythm at 80 bpm with CPR/motion artifact. The rhythm then transitioned to an vt at 100 bpm with CPR/motion artifact. The patient received the first non-lifevest defibrillation; rhythm at time of treatment was vt at 120 bpm. Post shock rhythm was CPR/motion artifact. The patient was in vt for 14 seconds before receiving the treatment. The rhythm transitions back to vt at 120 bpm with CPR/motion artifact. The patient received a second non-lifevest defibrillation; rhythm at time of treatment was vt at 120 bpm. Post shock rhythm was CPR/motion artifact. The patient was in vt for 15 seconds before receiving the treatment. The rhythm transitions back to vt at 120 bpm with CPR/motion artifact. The patient received a third non-lifevest defibrillation; rhythm at time of treatment was vt at 120 bpm. Post shock rhythm was CPR/motion artifact. The patient was in vt for 1 minute 39 seconds before receiving the treatment. The rhythm then transitions to sinus rhythm from 60 bpm to 90 bpm with pvc's and CPR/motion artifact. The rhythm then degrades to vt at 150 bpm with CPR/motion artifact. The rhythm then further degrades to vf with CPR/motion artifact. The rhythm then transitions to vt at 150 bpm with CPR/motion artifact. The rhythm then further degrades to vf with CPR/motion artifact. The rhythm then transitions to vt at 150 bpm slowing to idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient received a 4th non-lifevest defibrillation. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. Lastly, the rhythm transitions to an idioventricular rhythm from 50 bpm slowing to 20 bpm with CPR/motion artifact from approx. 00:04:48 until the electrode belt was disconnected at 01:29:25 on (B)(6) 2019.